Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a physically damaged l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported a battery charger had charger faults and would not power on.